Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent atrial under-sensing noted on current and stored ele ctrocardiograms. It was also observed that the right ventricular lead had possible under-sensing and loss of capture noted on current and stored electrocardiograms. Both leads remain in use. No patient complications have been reported as a result of this event.